Manufacturer narrative:
One 4.5 footprint ultra pk suture anchor inserter was returned for evaluation. Visual assessment of the device confirmed the reported complaint of breakage. The distal end of the inner shaft has broken off and is twisted. A root cause investigation has been opened to address this failure mode.

Event description:
It was reported that the footprint ultra anchor was used and after the operation, it was found that the broken tip of the shaft remained inside the patient's bone. The site was prepped with 3.8mm tapered awl.